Event description:
It was reported that a spectrum pump failed pressure test. This occurred during testing in the biomed service department. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
H11: the device was received for evaluation. During evaluation, the device passed downstream occlusion testing. Evaluator found that the downstream calibration values were within range/within specifications. A review of the event history log (ehl) revealed "downstream occlusion" alarm was observed in the last day of customer use, however downstream occlusion detection testing failures cannot be determined through the history log. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was not verified. The cause of the condition was not determined. No device correction is required to address the issue. Should additional relevant information become available, a supplemental report will be submitted.